Manufacturer narrative:
The serial number of the customer's c 501 analyzer is (B)(6). The field service engineer did not find any technical problems. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for samples from 10 patients tested with creatinine jaffe gen.2 on a cobas 6000 c501 module. The specific date of event is not known. On 09-mar-2026, the customer alleged the issue was occurring for approximately 1 week. The customer stated that doctors were complaining that for approximately 1 week, the patient creatinine results were found in a higher range (0.95 mg/dl to 1.05 mg/dl, with some even higher) and did not fit the previous results. The customer provided data for samples from the 10 patients. Please refer to the attachment. Results highlighted in yellow were tested in another laboratory using an unknown method.